Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 0.76ng/ml on one patient sample. The specimen was re-centrifuged and upon repeat testing a result of 0.15ng/ml was obtained. A fresh sample collected from this patient gave a result of 0.34ng/ml. The original specimen was tested on a different instrument and an accutni result of 0.22ng/ml was generated. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer believed that sample integrity may have contributed to the erratic results, but it was not confirmed. A hardware specialist was onsite addressing hardware issues. However, none could be determined to be the cause of this event. The instrument was verified as performing to specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.